Event description:
On (B)(6) 2012, the patient called animas reporting that the keypad buttons are difficult to push and states he has to press the buttons very hard to get them to respond. The patient said the issue began a few months prior to calling animas and has gotten worse. He says he occasionally uses an alcohol swab to clean the pump. The animas representative advised the patient not to use harsh cleaners and to use a damp cloth with water. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad was torn at the up and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that the up arrow keypad button is not functional, and the contrast and down arrow buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed an open connection at the up arrow button. Unrelated to the complaint, evaluation revealed a discolored display screen and a worn battery cap, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.